Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a non-dehp micro-volume extension set leaked. It was further reported, after cefazolin infusion the nurse flushed the line and observed ¿a quarter-sized wet spot on the floor beneath the pump¿. Upon further inspection, ¿the tubing near the uppermost filter was noted to be wet¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Based on further investigation, the most probable cause was determined to be related to the end user/methods exceeding the product pressure specifications of 45psi. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sample underwent pressure and clear passage testing and no blockage was noted. However, during pressure testing at 45 psi a leak was observed in the air vent of the filter. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.